Event description:
It was reported that patient had a dexa bone scan (B)(6) 2014 and that night patient began experiencing electric shocking at the bottom of her spine around her rectum area. It was indicated that the shocks were intermittent and were getting worse where the patient screamed with shocks and pain. It was indicated that the health care provider told the patient to turn off their stimulator (ins). It was indicated that the hcp thought the dexa bone scan may have caused this to occur. It was indicated that patient had an appointment scheduled on (B)(6) 2014. To re-program her device. Additional information received later indicated that patient had a fall in (B)(6) 2013. It was indicated that impedances were greater than 4000 in all 4 programs/areas on tinned lead. It was indicated that it was unknown if it was lead/extension issue. There was no surgical intervention reported. The patient had an x-ray performed and there was no change in the lead position. It was noted on the day of this report they "changed program, continued getting "shocked", neurostimulator (ins) was then turned off same day. It was indicated that there was no hospitalization and patient outcome was reported as non-serious injury/illness. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v466242, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received indicated that the patient did x-ray and they found out that the device had gotten broken and that was why the patient was getting shocks from it. It was indicated that patient was getting great therapeutic benefit from the device prior to the fall. Before having the device, patient was holding 9.7l in her bladder and went down to 1.4l after having the device implanted. The health care provider was letting her go without therapy until may 1st and then they are going to do an ultrasound and use a catheter to see how much urine the patient was retaining. The device was shut off.

Manufacturer narrative:
(B)(4).

Event description:
Information received later indicated that the healthcare provider (hcp) stated that nothing has been decided at this point. Patient was seen on (B)(6) 2014 and at that time the patient stated they were going to think about what they want to do and give the hcp's office a call when they made a decision. The hcp stated they have not heard from the patient since (B)(6) 2014 and the device was currently turned off.